Manufacturer narrative:
Concomitant products: 4968-25 lead implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and an apparent rise in thresholds. The rv lead wad removed partially and replaced. No patient complications have been reported as a result of this event.